Manufacturer narrative:
Date received by manufacturer: the date received by manufacturer was inadvertently entered as 30 dec 2019 in additional report-1 and has now been corrected in additional report-2.

Manufacturer narrative:
The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the clinician programmer was able to successfully recover a connection with the ipg. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent an unrelated surgical procedure. Reportedly, patient did not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with external devices. A manufacturer representative met with patient and the ipg was successfully recovered. Effective therapy was restored.